Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: incorrect prep. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaints. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The device was prepped before removing the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified proximal right coronary artery. Before use, it was not possible to remove the protective sheath of a 4.0 x 12 mm nc trek balloon catheter. The device was not used in the patient anatomy. The device had reportedly been flushed/prepped prior to sheath removal attempt. Therefore, a 4.0 x 8 mm nc trek balloon catheter was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.